Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical/medical product: vgxp intlk femoral lt 62.5 catalog# 195921, lot# 516530, vgxp xp inlk pri tib tray 71mm catalog# 195755, lot# 336980, vgxp xp e1 tib brg ll 9x71 catalog# 195814, lot# 773640. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified twenty-four additional complaints for part (item) number and two additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018 -01329, 0001825034-2018 -01330, and 0001825034-018 -1331. This report is being submitted late as it has been identified in remediation.

Event description:
The patient underwent a knee surgery and during 6 month post-operatively visit mentioned moderate pain and problems walking, dressing/washing and performing usual activities during. Patient also mentioned moderate trouble getting out of a car, severe pain after 5 to 15 min walk, pain to stand up, limping, difficult to kneel; and interference in performing usual activities during his one year follow up visit.